Event description:
It was reported that an amia automated pd cycler set had particulate matter inside the tubing. This was observed before using the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up it was reported the tube was kinked. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye noted the drain line, patient line, and heater bag line were kinked at the three port side of the cassette. The reported condition was verified. The cause of the condition was determined to be manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.